Event description:
The user facility reported a leak from their system 1e. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris technician arrived at the user facility. He turned on the water supply to the unit and stated that a steady water drip was coming from the unit's inlet hose connection at the uv light. After disconnecting the inlet hose connection, he discovered the root cause of this event was a cut gasket. The technician replaced the hose gasket, ran two diagnostic cycles and returned the unit to service. No additional issues have been reported.